Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain at the battery site. It was unknown if there were any contributing factors. It was reported that the patient¿s doctor moved the battery where it was painful below the belt to above the belt. The issue was resolved at the time of the report. The event occurred don (B)(6) 2019. No further complications were reported/anticipated.